Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion alarm at infusion site on 07-jul-2024. Patient reported that blockage was at the site. Infusion set was used for more than 48 hours. Patient customer changed supplies as necessary and resumed insulin therapy no further information was available.